Event description:
A male pt contacted lifecor customer support to report that the pins are bent in the electrode belt connector. Support asked if he had been removing the belt from the monitor. The pt stated that he does every time he takes a shower. Support explained how to properly remove the system, without removing the belt. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was rested and then restocked. No adverse event resulted from the bent pins. The pt rec'd a replacement electrode belt.